Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
The surgeon sized for and requested a size d left nexgen cr gs femoral component. The product was picked from the supply of "loaned" implants and opened. It was then identified as a size e right component.